Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000527232, 3000524274, and 3000521992 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000527232 and 3000521992 . There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000524274. There were two ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 did not start up out of the box. There was no attempt to use it. The surgeon opened another hp2 and did the case with no injuries and all follow ups were as normal. No harm to the patient as it was never used on them.